Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent. It is reported that the stent came off the balloon. No patient injury occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.